Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3093-28, lot# v855061, implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that the patient had an unrelated back surgery at an unknown date and the lead was cut. The patient reported going for a long time without having good symptom control so the lead was replaced and implanted deeper in the patient's hip on (B)(6) 2016. The patient stated that the lead was originally very good for constipation, to regulate the stomach, and helpful for bladder control.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.